Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen and it would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) will be replaced. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.